Event description:
This 47 year old female underwent bilateral mastectomy reconstruction in january, 1993, with implantation of saline filled breast implants. She now presents with deflation of the left implant. Gross exam: the right implant shows no sign of rupture or leakage and weights 480grms. The left implant is partially collapsed. There is a minute fenestration present on the lateral aspect of the implant through which colorless watery fluid can be expressed.